Event description:
Customer reported that the humidifier cartridge did not fill with water during the set-up process, and that the ventilator did not alarm. The humidifier accessory was replaced and the device operated according to specification. There was no patient injury.